Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 3.5x38mm xience prime and 2.75x23mm xience xpedition referenced are being filed under separate manufacturing report numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as they were based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous mid right coronary artery (rca). No pre-dilatation was performed. The 3.5x38mm xience prime stent delivery system (sds) failed to cross the lesion reportedly due to the patient's anatomy and resistance was met during withdrawal reportedly due to the patient's anatomy. Pre-dilatation was then performed with a 2.5x12mm unspecified balloon dilatation catheter (bdc). A 3.0x23mm xience prime sds failed to cross the lesion reportedly due to the patient's anatomy, resistance was met during withdrawal reportedly due to the patient's anatomy, and the proximal shaft separated. As the separation was on the proximal shaft, the separated sds was withdrawn without reported issue. A 2.75x23mm xience xpedition sds failed to cross the lesion reportedly due to the patient's anatomy and resistance was met during withdrawal reportedly due to the patient's anatomy. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. The decision was made to complete the procedure at that time and the patient's lesion was medically managed with dual antiplatelet therapy (dapt). There was no additional information provided.